Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that when they were entering the customer's carbohydrates for a bolus the numbers scrolled up. The numbers scrolled up without the customer's input and then the insulin pump alarmed battery out limit. The keypad was unresponsive. Customer's blood glucose level was 7.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out of limit alarm due to unresponsive button. The insulin pump has minor scratched display window and cracked reservoir tube lip.